Event description:
It was reported that multiple of the same malfunction alarms occurred. Customer's blood glucose (bg) was 519 mg/dl. The customer checked bg while on call with previous agent and confirmed bg was 519 mg/dl but did nothing to address it. After clearing the malfunction the customer was able to resume insulin and gave themselves a correction bolus to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.